Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from february 19, 2023 to february 20, 2023. H10: four (4) actual samples were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed at the spike port bonding area of all four (4) samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the connection of the middle tube. This issue was identified before use. There was no patient involvement. No additional information is available.